Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and lung disease. Medical intervention was not specified. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and lung disease. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no power cord, no outlet filter, no pollen filter and a passive outlet port. The ventilator was let run for 78 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the software version, the clock setting and both batteries¿ build dates steps failed testing specs. The ventilator was taken apart. The interior of the ventilator, blower motor and the air flow path were contaminated with pieces of insects. The exterior of the ventilator had several areas with suspected insect contamination. The ventilator¿s foam was black, indicating it was not remediated. The foam was intact.